Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high rate episodes and it was suspected intermittent occasional atrial over-sensing during recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.